Event description:
It was reported that the user experienced hyperglycemia after forgetting to announce a usual meal and remaining elevated for several hours, with a reported meter value of 386 mg/dl and a pump/cgm reading of 358 mg/dl, while using an ilet system with a cd infusion set. The user performed an infusion set and supply change with guidance, and insulin delivery was successfully resumed. Symptoms included hyperglycemia accompanied by dry mouth. Outcomes included return of glucose values to range. Investigation included technical troubleshooting by customer support and user-guided inspection and replacement of infusion supplies. Investigation of this case revealed no device malfunction observed during troubleshooting and successful recovery of therapy after supply change. It was concluded that hyperglycemia was attributable to a missed meal announcement, and the device functioned as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.